Event description:
It was reported to boston scientific corporation that an advantage fit was used during an unknown procedure performed on (B)(6) 2013. According to the complainant, the patient experienced vaginal mesh exposure. A small portion of the mesh was excised on (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.